Event description:
The customer reported the generation of erroneously high glucose (glu) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a bent reagent probe. The fse replaced the reagent probe to resolve the issue. The beckman coulter internal identifier is (B)(4).